Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump continuously vibrates and the notification light blinks. The customer's blood glucose reading was 300 mg/dl at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump was received with a critical pump error with an intermittent vibration due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with minor scratched display window and case. No vibration anomalies were noted.